Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric sleeve surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Another similar device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was not returned for evaluation. Visual inspection was conducted on picture received. Visual analysis of the picture received determined that a needle-suture piece and a suture piece could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number an2684, and no non conformances / manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one needle/suture of product code 8522t was received for evaluation, the swage and attachment area was noted to be as expected, the suture piece was observed with marks on the surface and was cut appears to be by use of the surgical instrument and the functional test could not be performed. The condition of the sample received indicates improper handling of the device.